Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) called and advised user to assign the medication to an appropriate override group in the facility formulary and save the changes. To apply the updated settings, the medication should be unloaded from the cabinet and then reloaded, enabling override functionality under the newly assigned group. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, department unable to use override function to access patient specific medication out of patient medicine bin. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.